Event description:
The devices were returned to the manufacturer from an unknown source with no return paperwork. The devices underwent routine analysis.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Only partial catheter was returned. There were leaks observed between the metal pin and white material.